Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts to acquire more information were unsuccessful. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no performance data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.